Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had visited the ER (emergency room) with hypoglycemia. Patient also has a diagnosis of dementia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 1 and 4 hours in the abdomen. The patient was treated with IV (intravenous) glucose and magnesium. The pod was removed in the ER. The patient was released after 4.5 hours.